Manufacturer narrative:
The device was received for evaluation. During functional testing, 'error 322' was reproduced. A review of the event history revealed ec322 (se 322) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower link switch. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.